Event description:
A customer reported that their pump display was frozen. There was no adverse impact to the customer¿s blood glucose level as it remained between 54-500mg/dl. The caller received complete pump reset information from technical support, chose to reset the pump, and resolved the issue.